Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, abscess and fistula. No further patient complications were reported.